Event description:
Homechoice machine was received in largo receiving for a patient who has dropped out of peritoneal diaylsis. Rationale for ending pd therapy is listed as peritonitis. Hp's nurse stated that the hp has been off pd for 2 months so she no longer has hp's file and could not answer any specific questions other than to confirm that the hp did recover from this peritonitis episode.